Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the vns patient has been referred for a full revision surgery. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient was scheduled for a full revision surgery. The patient underwent a full revision surgery on (B)(6) 2012. System diagnostics after replacement showed results within normal limits of 1145 ohms and 1242 ohms. The device was let programmed to an output of 0ma. The leads had been replaced due to high impedance with an impedance greater than 10,000 ohms and the generator had been replaced for prophylactic reasons. Attempts for the return of the explanted lead and generator to the manufacturer for product analysis have been made but the products have not been returned to date.

Event description:
Additional information was received on (B)(6) 2012 when the explanted lead and generator were received by the manufacturer for product analysis. It was noted that after surgery the lead impedance was "ok", with an impedance value of 1242ohms. Product analysis on the generator was completed on (B)(6) 2013. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The data in the diagaccum consumed memory locations revealed that 4.648% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis also revealed that the impedance value went from 3748ohms to 11612ohms on (B)(6) 2011. The patient's programming history was reviewed and on (B)(6) 2011 the patient's vns was disabled. The patient was then programmed back on to output = 0.5ma/frequency = 20hz/pulse width = 250usec/on time = 30sec/off time = 5min later that day and then was disabled on (B)(6) 2011. System diagnostics showed results within normal limits on (B)(6) 2011 from but on (B)(6) 2011 high impedance was observed on a system diagnostics test; output = ok/lead impedance = high/impedance value 10,000ohms. Product analysis on the lead is still underway and has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6), 2012 clinic notes were received from the (B)(6), 2012 clinic visit. The clinic notes report that the physician thinks there is a breakage in the wires. The patient has a history of depression and mitral valve prolapse. The patient was noted to continue to be having occasional breakthrough seizures. The patient was referred for surgery. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the explanted leads. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the ends of both the (+) connector ring and (-) connector pin quadfilar coils appeared to be broken past the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as being mechanically damaged with pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuities, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the marked connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
On (B)(6) 2011, a vns implanting surgeon reported that the vns patient went for generator replacement surgery on (B)(6) 2011, and that during surgery, the impedance was at 4000 ohms. The surgeon took out the lead pin from the generator header and then re-inserted the pin and made sure to tighten it. The impedance then showed 2900ohms. After surgery, system diagnostics revealed high impedance of >10,000 ohms. The generator was programmed to 0ma due to the high impedance and the patient was referred for x-rays. Ap and lateral chest and neck x-ray images were received by the manufacturer on (B)(4) 2011, and reviewed. The connector pin appeared to be fully inserted into the connector block. There did not appear to be any gross fractures, discontinuities, or any sharp angles in the lead body. There was a portion of the lead body coiled behind the generator that was unable to be assessed. There could be micro-fractures that may not be able to be visualized in the x-ray that could be the cause of the patient's high impedance. Additional information was requested from the patient's physician; however, no further information has been received to date.